Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that the blood glucose ran high after a bent cannula and caused diabetic ketoacidosis. The blood glucose reading was 467 mg/dl. The customer treated with manual injection. The customer reported sufficient subcutaneous tissue but did report scar tissue in the area of insertion. The customer was advised on how to best avoid bent cannulas. The customer declined to troubleshoot for high blood glucose or for the absence of a no delivery alarm. The insulin pump was not returned or replaced.